Event description:
It was reported that the user experienced hyperglycemia after eating snacks and using a lower-leg infusion site that the user believed absorbed insulin poorly; the user removed the site, observed no bending, and resumed insulin delivery after replacing the 23 teflon inset with a new infusion set, with blood glucose trending down from a reported peak of 224 mg/dl. Symptoms included elevated blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included temporary blood glucose outside the target range for about one hour, with no medical intervention, no ketone testing, and no backup therapy used. Investigation included complaint intake review and troubleshooting with education regarding potential site absorption variability and dietary effects on glycemia. Investigation of this case revealed no device alarms, no observed cannula bending, and an unclear cause for the hyperglycemia, with potential contributors including infusion site placement and recent food intake. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to multiple plausible factors.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.